Event description:
It was reported that the ar-613-1 lot: 47321717 is cracked.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirms the handle is cracked at distal end and a fragment has broken off. . The cause is undetermined, however likely causes include wear and tear; user-applied mechanical forces.